Event description:
Customer reported precharge errors while fluoroing. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries and calibrated the battery charger.